Event description:
It was reported that the brady lead was not successfully implanted due to physician did not like the current of injury and believed the integrity of the lead had been compromised. A new lead was implanted. No adverse patient effects were reported.